Event description:
The portion of the pump (sn (B)(4)) that the screw cap that holds the cartridge in place is broken. Advised pump would be replaced. No other info available. The product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. The actual device is available to be returned for investigation. Dose or amount: remodulin 70 ng/kg/min, frequency: continuous, route: sq. Dates of use: (B)(6) 2017 to present. Diagnosis or reason for use: pah. Expiration date: na.